Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a check syringe plunger sensor error. The device was visually inspected and there was a damaged plunger case. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the device being out of calibration. As a result, the device was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a check syringe plunger sensor error. There was no patient involvement, no injury was reported.